Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump reservoir volume depleted. The patient¿s wife had misread the appointment card and did not take the patient in for a pump refill at the proper time. The patient¿s wife heard beeping, but attributed it to a smoke detector. The pump was refilled on (B)(6) 2013 and maintained at the rate programmed. The physician told the patient's family to give the patient ¿10 mg valium po and 20 md baclofen po (B)(6) 2013 at bedtime¿. The next morning, the patient woke up confused/with an altered mental status and was unable to stand. The patient slipped out of bed landing on his knees. The patient¿s spouse was able to get him back to bed; she allowed him to sleep; and was later unable to wake him/he was lethargic. She attempted to contact the clinic throughout the morning; then had to call 911 as she was unable to wake the patient. While in the ER (emergency room), the patient¿s wife was able to wake him. Although confused, he was responsive. The ER physician contacted the pump managing physician to determine how to adj ust the patient¿s pump. The pump was lowered to minimum rate. The patient's wife was instructed to contact the pump managing physician's office as they would likely want to titrate the pump back up. The patient status was reported as ¿alive - no injury¿. The pump was delivering compounded baclofen.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID 8840, serial# unknown, product type: programmer. (B)(4).